Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The investigator reviewed the data logs, which revealed low flow and non-pulsatile motor current throughout impella support, accompanied by recurrent "suction" alarms. Visual inspection of the returned pump revealed the presence of moldy biomaterial on and around the impeller. The pump was run on auto and "impella flow reduced" alarm occurred, reproducing the failure mode. In conclusion, it was determined that the cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was placed, and the flow rate did not increase. Reportedly a piece of tissue was found, sucked in, which was thought to be from a tissue injury in the left ventricle prior to impella placement. This device was removed and another impella placed.